Event description:
Customer reportedly tested 4.8 inr and 4.7 inr on the coaguchek xs system while a comparison lab returned as 3.4 inr. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.